Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a left unruptured petrous saccular aneurysm measuring 20mm. During the pipeline deployment, it was reported that the pipeline twisted and a balloon could not be advanced through it. The pipeline remains in the patient still incompletely open. A groin complication occurred and the pseudo aneurysm had to be coiled.no injury was reported with the patient as a result of the procedure.